Event description:
I went to see dr (B) (6) - (B) (6)- on (B) (6) 2009 to improve 20 year old scars that were kind of white over many years of time. I had also had a beautiful revision done in one area. I thought the laser would improve the scars and make them go away like it says in an article that was published on him. He said that he would use the fraxel restore laser on these scars and that he could improve them, etc. He said that they would be red for 5-7 days at most, and that I would need multiple treatments. I had a terrible experience with this laser and it has ruined my life. It has been over 9 months now and my scars are bigger, wider, and darker - much more noticeable and discolored then they were, and the skin in the area looks strange. Now the area surrounding the scars in some areas is discolored. For me this was a terrible experience and I can not believe I paid someone to do this to me. When I complained all they could say is it looks much better...and they keep repeating that - just look at the pictures. This guy made (B) (6) which he actually refunded me. I wanted him to try to fix the damage that he did, but he has refused to try to help me with the situation. I am writing this so someone else does not decide to do this and have to go through what I am going through. I look in the mirror every morning, but it looks worse every day and I cry every day. The nephew of the dr that did my previous surgery about 20 years ago - who now does the same surgery - said that had I gone to see him beforehand about doing the laser procedure that he would have told me not to do it. I am seeing him again next week to see if there is anything I can do. I am trying to decide whether to pursue this legally because of this dr and not only of his treatment of me with regards to the procedure but the treatment after the procedure. He just does not care about his patients... The photographs of my before and after pictures don't show anything, nor do they prove anything, with respect to the physical evidence of my actual body and visual perception in reality. When you use your hand to push up skin, -as the photos indicate I did-, it distorts the area and coloration, lighting and printing can also effect photographs. This product caused me permanent physical, emotional, social, and psychological damage. Dates of use: (B) (6) 2009-(B) (6) 2010. Event abated after use: no.